Event description:
This complaint is from a literature source. The following literature cite has been reviewed: shi x, yang j, zhou z, shen b, kang p, pei f. Partial implant retention in two-stage exchange for chronic infected total hip arthroplasty. Int orthop. 2020 mar;44(3):461-469. Doi: 10.1007/s00264-019-04473-0. Epub 2020 jan 4. Pmid: 31900576. Objective/methods/study data: the purpose of this study was to determine the efficacy of partial retention of well-fixed components during two-stage exchange for chronic total hip arthroplasty (tha) in 14 patients implanted between january 2008 and june 2016. In all patients, the first stage revision included explantation of a loosened stem or cup as well as the head and liner with retention of the well-fixed cup or stem. This complaint will capture the 14 patient specific events. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown corail, solution, or summit femoral stems, unknown pinnacle cup, unknown metal or ceramic femoral heads, unknown poly or ceramic acetabular liners adverse event(s) and provided interventions possibly associated with depuy products: patient #9- 65-year-old female patient received a two-stage revision of a loosened pinnacle cup, unknown depuy ceramic head, and unknown poly liner to treat infection. The corail stem was retained.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: shi x, yang j, zhou z, shen b, kang p, pei f. Partial implant retention in two-stage exchange for chronic infected total hip arthroplasty. Int orthop. 2020 mar;44(3):461-469. Doi: 10.1007/s00264-019-04473-0. Epub 2020 jan 4. Pmid: 31900576. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.